Manufacturer narrative:
(B)(4). Date sent: 09/07/2017. Batch #unk. We did not receive a batch or lot number for the device involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Reload ¿ ecr45d; lot # p4rf4j; expiration date: 03/31/2022; certification date: 05/02/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during an unknown surgery, the staples were unformed at the proximal end at the second firing and the fifth firing out of five firings. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.